Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the first pressure reducer failure and pinch valve cracking, considered contributing factors to the occurrence of reduced average flow rate. The probable cause is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the high flow insufflation unit exhibited reduced average flow rate, first pressure reducer failure, and pinch valve cracking. There was no patient involvement.